Event description:
It was reported that a cartridge did not fit onto the pump. The customer declined to the complete the check at the time of call. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.